Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons are getting harder to push and are intermittently unresponsive. The keypad is reportedly intact. The patient is reported to keep the pump in a pocket or attached to the waist with a clip and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact without peeling or visible damage. Testing confirmed all of the keypad buttons had intermittent response when pressed and required multiple presses with increasing force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a discolored display screen that is heavily scratched and difficult to read, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The display was replaced with a test screen and was fully functional. Testing was completed using the test display.